Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was attempted due to failed defibrillation threshold (dft) tests during implant. The patient received four shocks through the device and six externally. The last external shock did successfully convert the rhythm. Fluoroscopy was performed and confirmed the system was located in a good place. Impedances measured 83 ohms. Additionally, there was observations of high thresholds. This system is expected to be returned for product analysis. The physician did elect to implant an implantable cardioverter defibrillator (ICD) system in which it was successful. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was attempted due to failed defibrillation threshold (dft) tests during implant. The patient received four shocks through the device and six externally. The last external shock did successfully convert the rhythm. Fluoroscopy was performed and confirmed the system was located in a good place. Impedances measured 83 ohms. Additionally, there was observations of high thresholds. This system is expected to be returned for product analysis. The physician did elect to implant an implantable cardioverter defibrillator (ICD) system in which it was successful. No additional adverse patient effects were reported.